Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the imaging issue was due to bent terminal pins of the video connector. However, the specific cause of the bent video pins could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information on e2 and e3. Correction to d4 and d8.

Event description:
The customer reported to olympus, that the visera elite video system center, had connector issues and bent pins causing bad image. The event occurred during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that bent pins were causing bad image, connector issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.